Event description:
The customer reported a paddle set failure. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a paddle set failure. There was no report of pt involvement. The paddle set was ordered and sent to the customer. We will consider this to have resolved the failure.